Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h10, and h11. The devices were returned opened, but unused inside the original sterile packaging. Visual evaluation of the returned product found there was a white debris on the tubing of these devices. It could not be confirmed if the packaging was within the acceptance criteria, as the packaging was opened and the origins of the debris could not be determined. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E.1. Telephone number: (B)(6). G.2. Country: canada.

Event description:
It was reported that before surgery when the nurse opened the package there was white stuff found on the irrigate line. There was no patient involvement. Due diligence is complete and there is no additional information available.